Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump had a blank display screen. The customer's blood glucose level was unknown at the time of the incident. The caller stated that the insulin pump was with the customer who was not currently present to troubleshoot the issue. The caller will call back at a later time to troubleshoot. The customer did not return the product back for analysis.